Event description:
It was reported that one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141233.